Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction sacral nerve stim and gastrointestinal pelvic floor. It was reported that they had had been in the hospital back in june for their heart where they were put to sleep inside a "machine" and put a line through their arm to their heart and put a stent in (or something) and that they squeezed their buttocks together when they were on their back during the procedure. The patient stated when they woke up, it felt uncomfortable and in the back it was uncomfortable. The patient stated since that procedure in june, they'd been having problems and they couldn't feel it working and they were using the bathroom "more and more and more" and "leaking and stuff", that they were back on depends/pads and going all the time so they thought it was broken. The patient stated it felt like it was rolling around, like it wasn't in it's place like it had been before. The patient stated they checked it with their external devices but noted they had to go up way higher to feel the ins so they felt something was wrong. They had been doing so good with the therapy up until then but they were back in the pads/depends and "going crazy." The patient stated they saw their managing health care provider (hcp) and the hcp told the patient they would have a manufacturer representative (rep) call them. The patient stated the hcp did not check the implanted system but told the patient they really didn't think it had gotten loose and they really didn't want to have to go back in and do another surgery on the patient and so they wanted the patient to try a different setting. The patient was already connected to their settings at the time of the call and stated that they'd try tried to turn the stimulation up on their current program, but they experienced discomfort/pain in certain positions (sitting a certain way, laying down etc.) And felt like it was too high and "going crazy" when they were in those positions so they turned it back down. Reviewed stimulation and programming considerations with the patient and the patient switched to another program. The patient increased the stimulation to where they felt it comfortably in their bike-seat region. The patient stated they were going to monitor their symptoms now that a change had been made. They also stated they had an upcoming appointment with their managing health care provider (hcp) on (B)(6) 2022.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.